Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, foreign material/rust was observed underneath the device lenses. The probable root cause of the issue could not be determined, however, the issue was likely the result of user handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During evaluation of the returned device, the gastrointestinal videoscope was observed to exhibit rust underneath lenses. There was no patient involvement, and no harm reported as a result of the event.